Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2017, three stellarex catheters were used to treat the target lesion of the right mid and distal sfa. Approximately 17 months post index procedure, the patient experienced an occlusion on the right sfa. A successful revascularization of the target lesion was performed (B)(6) 2019. The physician indicated this is not related to the study device or procedure.

Manufacturer narrative:
Block a2: the patient''s age at time of event and weight were corrected. Block b5: the event details were updated. In addition, cross reference MFR report numbers: 3009784280-2019-00053, 3009784280-2019-00054, 3011416935-2021-00031. Block c4/d6a: therapy start date and therapy end date were corrected to 8/11/2017. Block c5: diagnosis use for was updated. Block c6: generic, preana, biosimilar, and pre1938 were selected as no. Block h6: although the cause of the occlusion is unrelated to the study device, occlusion is listed in the IFU as a potential complications/ adverse events.

Manufacturer narrative:
The patient's weight is unknown. This information was not available from the facility. The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. Report source: foreign- (B)(6). PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2014, two stellarex catheters were used to treat the target lesion of the right mid and proximal sfa. Approximately 57 months post index procedure, the patient experienced an occlusion on the right sfa. A successful revascularization of the target lesion was performed (B)(6) 2018. The physician indicated this is not related to the study device or procedure.